Event description:
Information received indicates the bed lost all power.

Manufacturer narrative:
The facilities maintenance found the p11 connector at the power control module was loose. The power control module was replaced to repair the bed.